Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had stored non-sustained events in the logbook which resulted in pacing inhibition and greater than two seconds of asystole for this dependent patient. The patient was asymptomatic. The noise was reproduced during isometrics and pushing down. The issues were thought to be related to how the automatic gain control (agc) was programmed. The agc was reprogrammed to fixed sensing at 2.5mv and no noise or oversensing was noted. No adverse patient effects were reported.